Manufacturer narrative:
Updated fields - b4, g2, g3, g6, h2, h3, h6 (component code, investigation conclusions).

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6(component code).

Manufacturer narrative:
Additional initial reporter -(B)(6). Updated fields - b4, e1, g3, g6, h2, h6(health effect ¿ clinical code), h11. Corrected field -g2, h6 (investigation findings, component code, investigation conclusions).

Manufacturer narrative:
Due to character limit in e1, event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that via a direct call from the customer to the emergency support program for assistance with a fiber-optic sensor failure alarm on a cardiosave during use. Nurse denied any kink or fold in the fo cable and stated that she had already unplugged and re plugged the fo sensor cable once before. Nurse was asked to repeat the step, verifying that it was arrow to arrow and seated appropriately and reviewed the steps to transition from fo to transducer as the pressure source and requested to nurse to label the coil, tape and label the fo cable as ¿fiber-optic sensor failure. Do not use. Patient was involved. No harm.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 initial reporter name (initially contact person name was mentioned as initial reporter incorrectly), g2, h6 medical device problem code. It was reported that via a direct call from the customer to the emergency support program for assistance with a fiber-optic sensor failure alarm on a cardiosave during use. Nurse denied any kink or fold in the fo cable and stated that she had already unplugged and re plugged the fo sensor cable once before. Nurse was asked to repeat the step, verifying that it was arrow to arrow and seated appropriately and reviewed the steps to transition from fo to transducer as the pressure source and requested to nurse to label the coil, tape and label the fo cable as ¿fiber-optic sensor failure. Do not use.